Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement; subsequently, the patient underwent revision surgery to reposition the magnet (date not reported).